Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while lowering the grippers for the first time, the grippers did not lower simultaneously. Troubleshooting was performed with no improvement. Therefore, it was decided not to use the cds. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr to 1. No additional information was provided.